Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012174, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012174 was manufactured according to the work instruction (wi) version 121 and manufactured in the l115 on 17-mar-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube the lot 5b05637 was manufactured according to the wi version 121 and manufactured in the itl01 on 13-mar-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Test results: photo/sample was not provided. No returned sample will be available for this complaint, conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.